Event description:
Two hysteroscopy dilation and curettage packs both had holes in the table cover drape. The packs were opened preoperatively, causing no patient harm. While team members were opening the packs (the first step to setting up a sterile table) is when they noticed the hole in the drape. Drape was removed and new pack opened with holes found again in table cover drape. This drape was also removed from area. Reference report: mw5115616.